Event description:
On may 20, 2011, the lay-user/patient contacted lifescan from (B)(6) alleging a sample draw issue with some one touch verio test strips. The patient claimed that the test strip(s) would only partially fill. The patient did not allege any harm or injury because of the reported issue. The patient did not have additional test strips for troubleshooting. The patient was sent test strips. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she had a sample draw issue with some test strips. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
PMA: 510 (k) # is k093745.